Manufacturer narrative:
Lens work order search. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the capsule was broken and the cc4204bf collamer single piece lens with haptic was sounded for position stability. The reporter stated it was unk if the broken capsule was due to the lens. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.